Event description:
Additional information received reported the patient did not have concerns with their device or therapy. They received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. There was an appointment date noted for (B)(6) 2015.

Event description:
It was reported that the patient met with the manufacturer¿s representative (rep) and they were ¿programmed under c program and put in automatic mode.¿ the patient reported that ¿everything was fine until I got home after the appointment got to moving around, the left leg was a little too weak and the right leg was too strong.¿ the patient stated ¿this automatic program she put me on isn¿t working, and I thought I would be able to reprogram it.¿ it was reviewed with the patient that if adaptivestim wasn¿t working the patient would need to consult with the healthcare provider (hcp) so the rep. Could reprogram the adaptivestim. It was reviewed with the patient that they could disable adaptivestim and manually make changes if they would like. The patient stated he tried to reprogram it ¿and ever since the night of (B)(6), I tried to reprogram it and I was able to sleep and it was calm but then I tried to change it while walking around but that¿s what screwed everything up.¿no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).